Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that a communication problem was reported. The reporter stated health issues were the primary reason for overdischarge. It was noted the last time the patient felt any stimulation was 2-6 months ago. It was further noted the last successful recharging session was 2-6 months ago. The reporter stated they had a cervical fusion done and had not been able to charge their ins for about 3-4 months and they had not felt stimulation since then. It was noted the patient was in a lot of pain and their fusion was about six weeks before (B)(6) 2013. It was further noted the patient saw a ¿call your doctor¿ icon, but later described the reposition antenna screen. The reporter stated they would be contacting a manufacturing representative. Additional information received reported the manufacturing representative met with the patient on (B)(6) 2013 and tried to bring the ins out of overdischarge when the patient felt overstimulation. The reporter stated the patient went to the emergency room and the overstimulation lasted about 30 minutes then stimulation turned off. It was noted the patient met with their healthcare professional on (B)(6) 2013 and they wanted the ins explanted. It was further noted the manufacturing representative did not try programming the ins. The reporter stated they were waiting for a possible explant to be scheduled. Additional information received reported the patient had an overstimulation sensation that occurred during a recharge session. The reporter stated the incident occurred when they were recharging the ins in post overdischarge recovery. It was noted the patient had fusion of c4-6, six weeks prior to going into overdischarge. It was further noted the patient was not able to use their recharger because they could not look down to see the system. The reporter stated that on (B)(6) 2013 the ins went to full power and was uncontrollable. The reporter further stated the ins was shocking them and they were on the floor for 20 minutes before the ambulance got there. It was noted the patient spent another 30 minutes in the ambulance being shocked before the ins battery died. It was further noted the patient heard the ambulance hcp state the patient was ¿flopping like a flounder.¿ the reporter stated they have had bladder control and urine issues that started the day after the ¿electrocution deal.¿ it was noted the patient previously contacted their hcp who directed them to call a manufacturing representative. It was further noted the patient was instructed by the manufacturing representative over the phone to do a trickle charge. The reporter stated they met with an hcp who informed them they had neuropathy of the prostate and that the ins could have damaged the prostate. It was noted the patient¿s scrotum still hurt. The reporter stated they saw a manufacturing representative at their hcp¿s office, but they would not allow the manufacturing representative to use the clinician programmer to check the ins status. The reporter further stated they want the ins replaced and the ins was defective. It was noted the patient reported the ins would heat or get warm while they were recharging in "february 2010, november 2011, and in 2012." It was further noted that heating would only occur while the patient was recharging. It was noted that no redness occurred and the patient could just feel the warmth. The reporter stated it occurred more so the first 3-5 months the ins was in and a manufacturing representative explained to them that the area was sensitive right after implant. The reporter further stated they thought this was trued since it was going away. It was noted the patient never saw the temperature icon on the recharger. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the manufacturing representative would contact the patient. Additional information received reported the healthcare professional had not seen the patient for the reported event on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger, product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3550-39, lot# n313683, implanted: (B)(6) 2012, product type: accessory; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported on (B)(6) 2014 that the patient had a "defective" stimulation device/stimulator. Additional information was requested, but was not available as of the date of this report.